Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Correction to aware date and event date (b3): updated from 6/22/2026 to 6/19/2026.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced after four days of implant due to elevated thresholds and pace impedance measurements, secondary to lead dislodgement. Lead dislodgement was identified via x-ray imaging and lead testing. No additional adverse patient effects were reported, and this rv lead was discarded after explant. Additional information received reported that this newly implanted right ventricular (rv) defibrillation lead had exhibited a sudden rise in pace impedances from approximately 1,000 ohms at implant, to 2,160 ohms the next day. The threshold measurement at implant was 0.6 v, and the following day the right ventricular automatic threshold (rvat) test was unsuccessful. Subsequently, this rv lead was explanted, replaced, and discarded after explant. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced after four days of implant due to elevated thresholds and pace impedance measurements, secondary to lead dislodgement. Lead dislodgement was identified via x-ray imaging and lead testing. No additional adverse patient effects were reported, and this rv lead was discarded after explant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.